Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 40 mg/dl at the time of the event. The customer stated that while she was driving her car, she programmed a bolus on the insulin pump. She tried to suspend the bolus, but the full amount was delivered into her body. Nothing further was reported.